Event description:
Both pts had grantadler port a caths lot # nf1000411. Both pts had breaks in their catheters resulting in interventional radiology out of our area. Dates of use: (B)(6) 2011 - (B)(6) 2012.